Event description:
It was reported that post-cryoablation procedure, the patient started to become hypotensive. It was determined the patient had a pericardial effusion. The products were already discarded at this time. Additionally, the left atrial appendage was perforated and cardiac tamponade was noted. Ultimately, the patient expired.